Event description:
It was reported that the customer's blood glucose was 582mg/dl, which she treated with manual injections. She was advised to seek immediate medical treatment and to revert to her back up plan until her pump could be reprogrammed as it was discovered that her basal rates were set up incorrectly. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.